Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, high impedance was noted on the right atrial lead. The lead was not used, and another was implanted. There were no consequences to the patient.

Manufacturer narrative:
The reported events of high lead impedance and stylet could not be inserted into the lead were not confirmed. A complete lead was returned in one-piece measuring 52.2 cm. Analysis was normal. No anomalies were found.